Event description:
It was reported a patient infection occurred after the cysto-nephro videoscope was used for a diagnostic cystoscopy procedure. The patient developed symptoms of frequent urge and mild penile pain. A urine culture was collected seven days after the procedure and was positive for enterococcus faecalis. The amount of the bacteria was reported to be low. The patient received ciprofloxacin for treatment. The patient had since recovered. It was noted that the patient was not a carrier of the bacteria before the procedure. No further patient impact was reported.